Event description:
Patient injected for CT scan. After procedure, developed red face, nausea, vomiting, sneezing, coughing, throat swelling, (r) face/neck swelling, swelling of eyes. Perceived to be allergic reaction to contrast dye.